Event description:
This is an international report in which the emovluer valve detached during connection of the ambulatory peritoneal dialysis set when trying to pull the plastic cap from the spike. There was no patient injury, as the issue occurred during preparation and therefore it was not used.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. The product code is unknown at this time. A 510k number will not be provided in the emdr, because the product is unknown at this time.

Manufacturer narrative:
(B)(4). Upon further investigation, it was determined that the product involved is a drug and not a device, making this a non-reportable event.

Manufacturer narrative:
(B)(4). Analysis of received sample showed that the bag was accidentally pierced by the point of the spike, even though the safety tab wasn't removed and the spike was not inserted. Accidental piercing of the bag with the point of the spike could be related to mechanical shock suffered by valve. Bags are 100% visual inspected, before being packed in the box, so the accidental piercing of the bag occurred after the packaging. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This issue has been escalated to CAPA.